Event description:
Right hip revision. Pt. Presented with a periprosthetic fracture of the femur, requiring revision of the competitor stem. Dr. Used a competitor stem and head with a stryker cup, x3 poly, and 6.5mm screw. X3 poly liner was removed and revised to an mdm construct. Cup and at least one 6.5mm screw visible in intra-op x-ray were left in-situ. No complaints filed against the components themselves, no further info available.